Event description:
Allegedly after gastric bypass and hernia repair (bypass performed by another surgeon), patient developed bowel perforation. Mesh was explanted. Patient died. Per information received from davol sales rep. The surgeon wasn't saying that the composix kugel caused the bowel perfration. The surgeon was prompted to report to sales rep. When he became aware of the recall on the x-large composix kugel patch.